Event description:
It was reported that the nurse was trying to give patients medication when they found that the nasogastric tube (ng) was blocked. They tried to flush it with lukewarm water and with both 50mls and 20mls syringes, but they were not able to unblock as per protocol. The decision was made to remove the ng, and when the bedside nurse removed it, only half of it was retrieved (it appeared that it had burst at 51cm); the doctor(s) were informed that the location of the other half of the tube was unknown. A few minutes after the event the patient began to cough (quite a lot), and while coughing the other half of the ng came out. The portion was measured, and it appeared to be the correct size of the ng tube. The ng tube was measured 3 more to times (by physicians) to confirm that all of the tube had been retrieved. The md came to review the patient and the patient was observed to be stable. There was no reported injury, there was a delay in treatment.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 04 jul 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.